Manufacturer narrative:
Insert involved was not returned for investigation. Therefore, DHR review was performed. No issues of concern or any issue related to the complaint were identified. Cavitron inserts are 100% inspected in the manufacturing floor for water flow and spray pattern. There is not enough evidence to say that the issue is a manufacturing process issue.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a 30k cav.thinsert-fg,packed is alleged that it overheated and water became too hot.